Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2014-05480, reference MFR. Report#: 1627487-2014-05481. The patient has two leads from the same lot. It was reported the patient ((B)(6)) had high/invalid impedance on one of their leads. In turn, the patient lost effective therapy. X-rays were taken and revealed no anomalies. As a result, the patient underwent surgical intervention on (B)(6) 2014. During the procedure, the left lead was found to be fractured and could not be tested. The right lead was tested with a trial cable and normal impedance was present. The right lead was tested when connected to the right and left extension and impedance issues remained. As a result, the doctor explanted and replaced the left and right extensions. Post-op, effective right side therapy was achieved. The doctor plans to replace the fractured, left lead on a later date. At this time the fractured, left lead and the replacement left extension are not connected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.